Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the right atrial (ra) lead dislodged after the sheath was removed. The lead was repositioned and remains in use. It was additionally noted that the left ventricular (lv) lead also dislodged while slitting. The lead was repositioned, but a loop had formed. In an effort to straighten the lead, it dislodged again. The lead was not implanted. The left ventricular port was plugged. No patient complications have been reported as a result of this event.